Manufacturer narrative:
Additional information provided. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no report of a device malfunction. A possible root cause is that postoperative hyphema is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported a bleeding hyphema in an eye following a glaucoma micro-stent implant procedure. The patient's intraocular pressure (iop) was very low, sitting at 3mmhg however, she unfortunately developed a hyphema which filled 50% of her eye. The iop increased, however the blood has increased. The device remains implanted.